Event description:
A customer contacted beckman coulter inc., (bci) and reported that a small conventional capped tube opened while being run on coulter lh 750 analyzer. There was no exposure to mucous membranes or open wounds. No injuries occurred and medical attention was not sought.

Manufacturer narrative:
The customer indicated that they think this occurred because the tube label was caught on the stripper plate causing the cap to be removed. The sample was a small lavender tube with conventional cap. The spill was cleaned up according to hospital policy. The customer was wearing personal protective equipment (gloves and lab coat). Per service request, there was no report of a stripper plate problem. Root cause of this event is unknown.